Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose level was 200 mg/dl. Customer stated that they had issues with pump and its not working properly. Customer stated that they received failed battery alarms several with new batteries. Troubleshoot for failed battery test alarm was performed and customer reported fail battery alarm recurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with currents in specification. No unexpected failed battery. Unit had minor scratched lcd window and cracked reservoir tube lip.